Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during the intraocular lens implant procedure, upon insertion of the injector into the eye, it was found that, the lens was exiting the cartridge. The cartridge seem to split on the side which pushed out the lens but broke it in two places into the eye and the third piece remaining inside the cartridge. The surgeon had to enlarge the wound to remove the pieces of lens and place closing suture to secure the wound, which he normally would not have done. The surgery was completed with another lens. No patient harm was noted.